Event description:
It was reported that there was a possible thrombus per team assessment. A lactate dehydrogenase above 2,000 and tea colored urine was reported. A heartmate 2 to heartmate 2 pump exchange of the motor only was performed..

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a possible thrombus could not be confirmed based on the provided information. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. A photo of the explanted heartmate ii pump was submitted for review. The photo showed the inlet stator of the pump, which contained post-explant liquid blood. No thrombus formations were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolic events and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.